Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative reported that the previous implantable neurostimulator (ins) was replaced for a new one due to battery depletion. The doctor decided to take the lead out of its place and leave it beneath the skin. The abdominal pain was reduced then. The doctor based her decision on the possibility that the patient had a narrow space for the lead.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977c190, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported abdominal pain after surgery with a surgical lead. The patient had another implantable neurostimulator (ins) system was implanted. It was removed and replaced with a new one. The physician thought that the lead could be compressing the zone. The physician removed the new lead and left it under the skin but the pain remained. The issue was not resolved at the time of report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.